Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was confirmed by the field service engineer that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a remote manager issue. The customer reported that the remote manager attached to the fridge of the medstationes was not opening. A nurse reported that they're pulling out some meds the issue started, and they managed to get the said medication from the pharmacy. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.